Manufacturer narrative:
The device was received and analyzed. Interrogation with a clinical programmer was properly feasible. The battery status was mos2. An amount of 107 charging cycles was documented. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Noise was also present in the right atrial and farfield channels. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, therapy inhibition by magnet placement was tested and worked as expected. Therefore, it is reasonable to assume that an unfavorable magnet application or the use of a non biotronik magnet may have contributed to the clinical observation. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
Patient was in a car accident with direct trauma to the chest in (B)(6) 2019. This patient was brought into the ER on (B)(6) 2019 after receiving multiple inappropriate shocks (reported on patients rv lead.) Representative was unable to interrogate device with programmer at hospital. Magnet was been placed over device to disable therapy. Device explanted on (B)(6) 2019.